Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor of a customer indicated via phone call that their blood glucose was high and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the call, the customer's blood glucose was unknown. The doctor is requesting somone to come to the hospital to test the pump. Troubleshooting indicated that they would call the customer for assistance.